Event description:
It was reported that a patient reused single-use supplies during dwell three of three of peritoneal dialysis therapy. The patient disconnected and reconnected a bag during therapy as they had put it on the wrong line. The patient then continued therapy without changing all of the supplies. The technical service representative reviewed proper procedure. The patient would not complete therapy at this time. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected a bag to the wrong line and then disconnected and reconnected to the correct line, then disconnected and reconnected back again, without changing all of the supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.